Event description:
It was reported that during a ptca/stent procedure the stent failed to cross a totally occluded rca. Following removal of the stent delivery system, the stent and a portion of the membrane separated from the delivery system at the arterial access site. The guiding catheter use did not meet the recommended minimal i.d. Which is contrary to IFU. Complete retrieval of the stent and membrane was accomplished. The procedure ended as a ptca only with an acceptable result. Reportedly the pt tolerated the procedures well.